Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (6 mg/ml at 2.29 mg/day) via intrathecal drug delivery pump for spinal pain. It was reported that for the last 6 or 8 times the patient¿s pump had been refilled, which had been going on for about 2 years, when the healthcare professional (hcp) draws out the remaining medication there is around 19 mls each time. It was stated by the managing physician that manufacturer reps would need to come out and run a dye study. The patient stated that their managing physician is too far away, but another doctor is close. The patient expressed concern regarding covid-19. The patient was directed to discuss with their hcp when and how testing will be scheduled. It was also recommended that the hcp use the paging service to contact a rep to coordinate an appointment. No symptoms were reported. No further complications were reported.